Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the user interface pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that their device would not complete its boot up cycle and would only show a solid white display.  The customer indicated that the service indicator is also illuminated.  There was no report of any patient use associated with the reported issue.